Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) to breath delivery (bd) cable.

Event description:
The customer reported that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.